Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the x-ray was not functioning. According to the additional information collected, the system was in clinical use when the issue occurred. Fse tried to resolve the problem by restarting and found that mrc tube was failing. So the fse replaced the mrc tube and performed tube calibration. After replacement of mrc tube and tube calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not functioning. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that mrc tube was failing. The mrc tube has been replaced that the system was returned to use in good working order. Philips has continue to investigate of the complaint.